Event description:
It was reported that the user¿s dexcom g7 sensor was providing glucose readings to a dexcom receiver but not to the ilet, and the agent explained that the sensor can pair with only one device at a time and instructed the user to power off the receiver, confirmed the correct pairing code on the ilet, and advised waiting for readings. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting and education regarding device pairing behavior. Investigation of this case revealed that the sensor was paired to the receiver instead of the ilet, preventing communication to the pump, and that confirming the pairing code and removing the competing connection addressed the issue. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to an incompatible or competing device and resolved through proper pairing workflow.